Event description:
Healthcare professional reported via nbir, right side reoperation. Reasons noted as the following event(s): capsular contracture, baker grade iii. Device migration/implant malposition. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.